Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. When staff pressed the loader's green wings, the seal did not roll correctly and would not load properly into the delivery device tube as expected. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).